Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Fasullo et al 2017 - a pain in the rectum: a rare case of heterotopia. A colonoscopy was performed which demonstrated a 20mm polyp in the rectum, which was resected with a duette multi band with hot snare and biopsied. The biopsy results demonstrated clearly delineated ectopic gastric tissue with adjacent rectal mucosa. The patient was seen 4 weeks later with resolution of symptoms. As per IFU, this device is intended to be used for endoscopic resection in the upper gi tract, however the device was used in the lower gi tract. This file will capture 1 case of off-label usage. No adverse effects.

Manufacturer narrative:
Device evaluation the duette multi-band mucosectomy device of unknown rpn and lot number was not returned to cirl for evaluation. With the information provided, a document-based investigation was conducted. Document review as the lot number of the complaint device is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution duette multi-band mucosectomy device devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0026) states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract. Do not use this device for any purpose other than stated intended use¿ there is evidence to suggest that the user did not follow the instructions for use as the duette device was used resect a polyp in the rectum in the lower gi tract. As it is stated this device in intended for use in the upper gi tract this is off label use. Confirmation of complaint complaint is confirmed based on the customer and/or rep testimony. Root cause review a definitive root cause of off label use could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. It is known from the information provided that the endoscopic mucosal resection performed on the patient was to resect a polyp in the rectum in the lower gi tract. As it is stated this device in intended for use in the upper gi tract this is off label use. Summary complaint is confirmed based on the customer and/or rep testimony. Failure identified: off label use - 01 device confirmed used. A definitive root cause of off label use could be determined from the available information. When the device is used in this manner, the outcomes cannot be predicted and therefore the user is instructed to follow the intended use as per the IFU. It is known from the information provided that the endoscopic mucosal resection performed on the patient was to resect a polyp in the rectum in the lower gi tract. As it is stated this device in intended for use in the upper gi tract this is off label use. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 08-mar-2024.